Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the customer was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 475 mg/dl. Customer's blood glucose was 158 mg/dl at time of call. Customer mentioned there had been recent changes to the device programming prior to high blood glucose. After troubleshooting, customer was advised a tubing clamp will be sent to perform the high pressure test. Customer will not be returning the device for analysis.